Event description:
It was reported that the patient experienced chest discomfort. It was further reported that the right ventricular (rv) lead had dislodged and exhibited a rise in thresholds, chest x-ray revealed that the lead had migrated from the original position in the lateral view. Repositioning was attempted but the patient was restless, therefore reprogramming was just performed. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.